Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a "low¿ blood glucose (bg) level (specific bg value was not proved); cause was unknown. Multiple attempts were made by tandem technical support to obtain additional information; however, no additional information regarding the low bg event was provided.